Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the plastic portion of the suction irrigator tip broke off and fell into the patient`s abdomen. A wire was seen sticking out of tips of the instrument. The instrument was stuck in the cannula and was forcefully removed with the cannula. The procedure was completed robotically. Isi followed up with the initial reporter and obtained the following additional information: all the fragments were retrieved using another robotic instrument. There were no x-rays or ultrasound performed. The surgical task being performed at the time was retracting and dissecting with the tip. The instrument was working properly until the tip broke off. The tissue was noted to be very hard in the pelvic mass. The surgeon believes that the tip broke due to pressure applied to the bowel abscess. There was no bleeding seen. The wrist of the suction irrigator was dislocated and misaligned when the customer tried to remove the suction irrigator. As a result, the suction irrigator could not be removed via the cannula. The cannula and the suction irrigator instrument were removed together. There was a procedure delay of 20-30 minutes.

Manufacturer narrative:
Based on the results of the failure analysis, the cause of the customer reported failure mode was due to mishandling/misuse. As per the surgeon, excessive pressure was placed on the tip of the suction irrigator instrument which led to the tip breaking off. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm suction irrigator instrument was analyzed and found to have broken distal tip. The grey plastic tip normally attached at the distal end was found to be broken off and was not returned with the instrument. Visual inspection of the distal end found a metal wire/cable to be damaged as a result of the broken tip. The female disc on the snake wrist was found to be dislodged. There was no physical damage found on the cannula and the seal that was returned along with the suction irrigator instrument. This complaint is a reportable event due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the distal tip of the suction irrigator instrument broke off and fell into the patient. All the fragments were retrieved. The wrist of the instrument was misaligned and could not be removed through the cannula. As a result, the instrument and the cannula were removed together.